Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
On (B)(6) 2017 splintering on the base bar used with the stryker leg holder. I was shown the base bar and on the upper portion you can feel what I describe as splintering. This was noticed by sterile processing when being cleaned after a procedure. Concerns were brought up such as snagging sterile gloves and ripping or a piece of carbon fiber getting stuck in someone skin. It appears as this was caused by sled sliding back and forth issue was noticed during sterile processing. No patient involvement when noticed. No delay in surgery. No medical intervention needed.

Manufacturer narrative:
Reported event: customer reported that there was splintering on the base bar used with the stryker leg holder. Device evaluation and results: device evaluation was performed and the base bar assembly event was confirmed. Device history review: review of the device history records indicate 40 devices were manufactured and inspected on 11-15-16 and were accepted with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the base bar assembly. There has been two other events for the referenced lot number. Prs # 1508800 and 1518583 - were found to be from the same lot as the part in this complaint. The parts from prs # 1508800 and 1518583 displayed a similar failure. Conclusions: the base bar assembly shows signs of wear. Very small chips on the bar can be observed. Pitting is common due to the manufacturing process. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
On (B)(6) 2017 splintering on the base bar used with the stryker leg holder. I was shown the base bar and on the upper portion you can feel what I describe as splintering. This was noticed by sterile processing when being cleaned after a procedure. Concerns were brought up such as snagging sterile gloves and ripping or a piece of carbon fiber getting stuck in someone skin. It appears as this was caused by sled sliding back and forth.

Event description:
On (B)(6) 2017 splintering on the base bar used with the stryker leg holder. I was shown the base bar and on the upper portion you can feel what I describe as splintering. This was noticed by sterile processing when being cleaned after a procedure. Concerns were brought up such as snagging sterile gloves and ripping or a piece of carbon fiber getting stuck in someone skin. It appears as this was caused by sled sliding back and forth issue was noticed during sterile processing no patient involvement when noticed no delay in surgery no medical intervention needed.

Manufacturer narrative:
"While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from january 1, 2016 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.